Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart alarm test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly. Pump received with stained end cap sticker. The p-cap locks into the reservoir compartment properly noted (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump was overheating and also had burn marks at right side. Batteries were draining and also had dark spot at the end of insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.